Event description:
The patient had an scs system consisting of a receiver and leads. It was reported that the implanted receiver had worked its way to the surface of the skin and had punctured the skin. The receiver was explanted and replaced with an implantable pulse generator (ipg). Follow up on the patient found that she has had multiple surgeries for the same reported issue and may have had an allergic reaction issue to the implanted devices.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.